Event description:
It was reported that during a composite resection and mandibulectomy with free flap procedure the surgeon stated that during the procedure the device that did not feed into the jaws correctly. He stated that many vessels were cut by the jaws and there no clips were applied to the vessels. There was little information regarding the procedure provided. The device was left in a bag for the analysis coordinator. There was no reported bleeding or how the procedure was completed. No patient consequence has been reported.

Manufacturer narrative:
(B)(4). Information is unavailable. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis.